Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke after multiple inflation's and two removals. A portion of the shaft remained in the patient. The physician attempted to snare and was unsuccessful. The entire system was removed and the shaft was successfully removed with a snare. Patient status is listed as "okay".